Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that they attempted to siphon the fluid from the balloon port but was unsuccessful. The balloon port was reportedly then completely cut with a pair of scissors but the balloon did not deflate. The complainant reported that a wire was passed up through the balloon port but the balloon still would not deflate. A syringe was then connected to the urine drain port of the catheter and pulled back, the fluid then started to drip from the balloon port and the balloon ultimately deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that they attempted to siphon the fluid from the balloon port but was unsuccessful. The balloon port was reportedly then completely cut with a pair of scissors but the balloon did not deflate. The complainant reported that a wire was passed up through the balloon port but the balloon still would not deflate. A syringe was then connected to the urine drain port of the catheter and pulled back, the fluid then started to drip from the balloon port and the balloon ultimately deflated.

Manufacturer narrative:
The evaluation found that the returned catheter had no pinch or blockage. Water was able to be introduced into the catheter without difficulty. No conditions found on the sample that could be associated with the reported event. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. Due to poor condition of the returned sample, a complete evaluation could not be performed. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that they attempted to siphon the fluid from the balloon port but was unsuccessful. The balloon port was reportedly then completely cut with a pair of scissors but the balloon did not deflate. The complainant reported that a wire was passed up through the balloon port but the balloon still would not deflate. A syringe was then connected to the urine drain port of the catheter and pulled back, the fluid then started to drip from the balloon port and the balloon ultimately deflated.